Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application issue resulted in a delay in patient care. A technical support specialist hard rebooted the station and the customer was now able to login to the station successfully. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered an issue where the med application was not launching automatically. This incident resulted in a delay in patient care and confirmed that there was no patient harm. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.